Event description:
It was reported that the insulin pump will stop and shut off, customer will rewind to get the insulin pump working. The current blood glucose reading is 119 mg/dl. Customer also stated that there is damage to the bottom of the insulin pump. The insulin pump has alarmed motor error more than once within 30 days. Nothing further reported.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. The insulin pump received with stripped battery cap coin slot. The insulin pump received with cracked display window corners. The insulin pump did not stop or shut off during out testing. Lcd board ok. The insulin pump received with stained end cap sticker, stained address/serial number label.